Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during a bolus. The blood glucose reading was 450 mg/dl. The customer was assisted in performing a fixed prime and reported that he could not see insulin but could smell it. The customer was advised to do a manual push and reported that insulin did exit, but with greater than normal resistance. The customer was advised to disconnect and reconnect the reservoir and tubing and push insulin again, and the insulin was able to exit. The customer was advised to do a complete set change.